Event description:
Boston scientific crm received information that this system was implanted in (B) (6) 2010. During a pre-discharge check, the pacing thresholds measurements for the ra, rv and lv increased. A xray was performed and the device had migrated. Under fluoroscopy, slack in the leads was not evident, however, the lead tips were still attached to or in contact with the myocardium. There was no report of lead dislodgement or loss of capture. The ra pacing thresholds had increased to 1.8 volts at 0.5 ms. The device had not migrated. The local representative reported that the sutures around the suture sleeves had broken loose. The leads were disconnected from the device and stylets inserted into the central lumen of the ra and rv leads. The lead's appearance was corrected and the terminal pins were reconnected to the device. Normal values were obtained and no further intervention was required.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.